Manufacturer narrative:
The reported events were failure to capture, sensing anomaly and lead damage. Final analysis found that as received, a complete lead was returned in one piece with the helix found to be extended clogged with blood/tissue. Upon x-ray examination, no anomalies were found at the connector or helix regions. The reported events of failure to capture and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of lead damage was confirmed. Upon visual examination, the connector boot and lead body insulation was found to be damaged at the proximal and distal regions. The cause of the reported event of lead damage is consistent with procedural damage. Visual x-ray inspection of the lead did not find any other anomalies.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was discovered that the right ventricular lead exhibited noise oversensing. During the rv lead extraction procedure, it was found that the right atrial lead exhibited failure to capture, sensing issues, and was damaged. The physician explanted the entire system. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.